Manufacturer narrative:
Date sent to the FDA: 10/20/2020. A manufacturing record evaluation was performed for the finished device pg7003, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure date of the index surgical procedure the diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Was the needle retrieved during the index procedure? Please clarify the ¿patient¿s uterus was incised¿: was the same site reopened and sutures removed to remove the needle? Was a different surgical site incised on the uterus in order to remove the needle? Was the patient¿s post-operative course changed as a result of the event? If yes, please describe. Other relevant patient history/concomitant medication if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unilateral salpingectomy procedure on unknown date and the suture was used. It was reported that the needle broke when sewing the uterus. The broken needle was remained in the uterus. As it could not be found immediately, the patient's uterus was incised and the remaining 2/3 of the needle was found and removed. Another like device was used to complete the procedure. No further information is available.